Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe b collar wash valve failed, causing the leak. The valve was replaced to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 synchron system leaked in the reagent carousel area. The operator wore personal protective equipment consisting of a lab coat and gloves while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.